Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak from a cassette while in fill 2 of 6. Fluid was found in the cassette area when patient removed the cassette. Treatment was discontinued. During follow up with the patient it was determined that the patient did not experience any serious adverse events as result of this incident. The patient was prescribed antibiotics prophylactically. The patient's effluent remained clear, all tests were negative. The sample was discarded.